Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that upon removal of the scalp electrode a spot was identified and the infant developed meningitis.

Manufacturer narrative:
H10: a good faith effort was made to obtain additional information regarding customer resolution but there is no additional information available. A philips sales specialist indicated that she has had correspondence with the customer and the customer has overturned the fetal scalp electrode. She offered to provide additional training and the customer refused and switched back to the double fetal scalp electrode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.